Manufacturer narrative:
Investigation summary: six 3ml syringes in their original sealed packaging were received by bd (B)(4) and confirmed to be from batch #7031978 (p/n (B)(4)). They were visually evaluated. All six syringes exhibited varying degrees of the same type of print defects: severe ink rings and missing print were found on each one. No foreign matter was found in any of the samples. A review of the device history record revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. There was a recorded instance of issues with the marker that caused ink rings. Batch 7031978 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause: clogged manifold. A clogged manifold results in inconsistent ink flow to the printing cylinder surface, causing ink rings and missing print. Corrective actions: actions were taken at the time the defect was discovered. Manifold was cleaned and doctor blade replaced before production resumed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that black marks were found inside a bd plastipak¿ 3ml syringe luer-lok¿ before use. There was no report of injury or medical intervention.